Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a total laparoscopic hysterectomy procedure, after short time I-blade broken, no part fell into situs. No further information is available. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). The device was received with the top of the I-blade fractured and slightly lifted. The jaws were found attached to the instrument. In addition no pieces were found missing under microscope inspection. Due to the returned condition, functional testing could not be performed. The instrument was disassembled and no evidence was found as to what could have contributed to the activation issues. There is insufficient evidence related to what caused the damage; a probable cause of the damage to the I-blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.